Event description:
It was reported that during a low anterior resection procedure, the clip applier didn't work (clips fell out). Three instruments were used, but they all failed during the procedure. No pt consequences were reported.